Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported complaint that the right side coag micro switch was not working. The fse replaced the foot pedal assembly to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received the replaced component for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer aborted the use of ssc 2 due to an issue with the foot tray. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the coag (blue) foot pedal on the right side of the foot tray on surgeon side console (ssc) 2 was not working. The surgeon moved to ssc1 to proceed with the surgical task. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) has received the footrest pedal associated with this complaint and completed investigations. Failure analysis investigations was able to replicate the customer reported complaint. When the footrest was installed and tested in the pca system, the pedals was tested with the monopolar and bipolar instrument sand the right blue pedal did not work.

Event description:
Refer to h10/h11 for follow-up information.